Event description:
The customer reported the device was broken/damaged. There was no patient involvement reported.

Manufacturer narrative:
There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages / ca-2018-0161, unresponsive keys /1120033 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced unresponsive keypad. Replaced damaged rear case. Replaced corroded left/right iui. A review of the device history record for sn (B)(6) was performed from 05/02/2013 to 01/04/2021 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 05/02/2013 to 01/04/2021 and note that this device has been returned for service one time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board . Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement reported.